Event description:
During a 2-level acdf procedure, the surgeon had difficulty in securing a device component at the cephalad screw location which is designed to prevent screw back-out. The surgeon replaced the two screws and was ultimately successful in placing the components. However, the incident is estimated to have delayed the procedure by 15 minutes exposing the pt to unnecessary anesthesia. The surgery was completed successfully with no reported adverse outcome to the pt.

Manufacturer narrative:
According to the initial rptr, the surgeon had over angulated the cephalad screws beyond the limits prescribed for the technique. This potentially caused interference between the two components. This event is being reported as part of a retrospective review of the company's complaint records. The company has recently re-evaluated this event based on new info and has determined that the event may be MDR reportable. Accordingly, the company is submitting the report in an abundance of caution to ensure full compliance with 21 cfr part 803.